Manufacturer narrative:
Product code, PMA/510(k) #: determined by product family. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported fluid was leaking from a cracked hub where the tube extension meets on a 4fr x 2 lumen central venous catheter (cvc). The patient required an additional procedure to reinsert a new central line. Additional information regarding the patient and event are not available. This medwatch report is associated with medwatch 1820334-2018-01211 and 1820334-2018-01213.

Manufacturer narrative:
Investigation: a review of the drawings, functional test, instructions for use (IFU), and quality control of the returned device was conducted during the investigation. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. Monitoring will continue to be performed for similar complaints.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A sus voluntary report, mw5080167, was received on 25oct2018 and reconciled with this case. The final report submitted on 21jun2018 remains unchanged.